Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection (inj.) Vancomycin (500 milligram, once in 4 hours [alternative bag], route not reported) and inj. Fortum (500 milligram, once in 4 hours [alternative bag], route not reported). At the time of this report, treatments with vancomycin and fortum were ongoing, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.